Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 300 mg/dl, 115 mg/dl. Test were done <10 minutes apart with a difference of 79%. Patient did not experience any adverse events. No further informatin has been reported.